Event description:
It was reported that during a procedure to treat a long lesion in the mid right coronary artery with heavy tortuosity and heavy calcification, a 2.5 x 33 rx xience prime stent delivery system (sds) was advanced via direct stenting, but could not cross the lesion. The 2.5 x 33 rx xience prime sds was withdrawn from the patient anatomy and a 2.5 x 15 rx trek dilatation catheter was advanced; however, could not cross the lesion. The 2.5 x 15 rx trek dilatation catheter was withdrawn from the patient anatomy and a 1.5 x 15 rx mini trek dilatation catheter was advanced and dilatation was performed. The 2.5 x 15 rx trek dilatation catheter was re-advanced for additional dilatation and inflated; first inflation was between 18-19 atmospheres and on the second inflation between 18-19 atmospheres the balloon ruptured. The 2.5 x 15 rx trek dilatation catheter was withdrawn from the patient anatomy without resistance. The 2.5 x 33 rx xience prime sds was re-inserted and advanced to the target lesion. The stent was deployed at the target lesion at 22 atmospheres; however, when the sds balloon was attempted to be deflated only the distal tip of the balloon partially deflated. A cross-it guide wire was advanced in an attempt to perforate the balloon but was unsuccessful. Reportedly, a 60 cc syringe was attached to the hub of the 2.5 x 33 rx xience prime sds and the air was pulled out to deflate the sds balloon. The balloon was completely deflated and withdrawn from the patient anatomy without resistance. Echocardiogram was performed and the patient was reported to be doing fine. There was a clinically significant delay in the procedure reported as the sds balloon remained inflated in the patient anatomy for almost 5 minutes. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 33 rx xience prime stent system is being filed under a separate medwatch report. (B)(4)- above rated burst pressure. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the mini trek/trek otw instructions for use warns: balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent over-pressurization. Based on the information reviewed, there is no indication of a product deficiency.